Event description:
The customer contacted philips healthcare to report that the device shut down unexpectedly just prior to defibrillator a pt. The pt was converted successfully with a different defibrillator. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.